Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Correction/additional information: a batch review was conducted and it was found that during manufacturing, there was a leak at the bladder crimp of one representative sample. Additional samples were tested and the lot passed the sampling acceptance criteria. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a german folfusor ruptured. This occurred before use. The device was filled with 8000 mg of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured march 08, 2013 ¿ march 11, 2013. Evaluation summary: the device was received for evaluation with approximately 100ml of fluid in its bladder. Visual inspection revealed that there was fluid in the housing of the device. Closer visual inspection revealed that a leak was coming out at one side of the bladder crimp located inside the housing. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.